Event description:
Patient was in ventricular arrhythmia and required medication. The cubie system for the medication failed and was unable to be recovered despite multiple attempts to recover. Patient never received the medication. Pharmacy notified and replaced with new cubie.